Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximately 139.0 cm and 165.0 cm from the proximal end. The pusher assembly mid-joint was retracted past the introducer sheath friction lock. The embolization coil had offset coil winds and was intact with the distal detachment tip (ddt) of the pusher assembly. Based on the returned position of the pusher assembly mid-joint, the smart coil was unable to advance through the introducer sheath during functional testing, and therefore, the introducer sheath was removed distally. The introducer sheath was loaded over the smart coil properly and the device was able to advance and retract through the introducer sheath with strong resistance. The smart coil was able to advance through a demonstration microcatheter with strong resistance. Conclusions: evaluation of the returned smart coil revealed a kinked pusher assembly and offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned in the hub prior to advancement, resistance may be experienced and the embolization coil will likely become damaged. The damage to the embolization coil likely contributed to resistance experienced during subsequent attempts to advance the device. Forcefully advancing against this resistance may result in the pusher assembly becoming kinked. Further evaluation revealed the pusher assembly had been retracted through the sheath to the point it was unable to be advanced. This was likely incidental and occurred post-procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior inferior cerebellar artery (pica) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two smart coils using a non-penumbra microcatheter. The physician was then unable to advance another smart coil into the microcatheter. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.